Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300-400 mg/dl most likely due to insulin drips were not exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. . A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.